Manufacturer narrative:
The qa lab received an empty bottle of test strips, making it impossible to test.

Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 249 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.